Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; h.6.

Event description:
The funnel was discarded.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a (the device was not used).

Event description:
Sales representative reported "malfunctioned," "doctor utilized solution as indicated in the IFU and used as outlined in the IFU. Despite this -the implant did not progress. It seemed the lining was not activated".